Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant date: dlmcp (B)(6) 2008 explant date: (B)(6) 2009 allegations: hernia recurrence, dense adhesions, infection, tissue transfer. Implant preoperative complaints: (B)(6) 2008: (B)(6) (B)(6), md. Preoperative diagnosis: large incarcerated ventral hernia times 4. Implant procedure: ventral herniorrhaphy and lysis of adhesions, extensive, 2 hours 20 minutes. Ventral hernia repair with underlay of gore dualmesh 20 cm x 30 cm x 1 mm, with re-incorporation of fascia over the top. Fulguration of liver segment 3. Closure, drain placement. Difficulty modifier #22, incarcerated ventral hernia. [Implant: gore® dualmesh® biomaterial, 1dlmc07/[not provided], 20cm x 30cm x 1mm thick] implant date: (B)(6) 2008 [hospitalization dates (B)(6) 2008] (B)(6) 2008: (B)(6). (B)(6), md. Operative report. Assistant: (B)(6), pa-c. Postoperative diagnosis: large incarcerated ventral hernia times 4. Anesthesia: general. Estimated blood loss: minimal. Specimens: none. Complications: none. Wound classification: not provided. Procedure: ¿after excellent endotracheal anesthesia, the patient was prepped and draped in the usual sterile fashion, both arms out and padded due to his large body habitus/size. Preoperative pause, site localization was done. We started the case with a scar excision, using a 10 blade to make a xiphoid to umbilical incision around the previous scar. Carefully with a 10 blade electrocautery carried the dissection deep through the fat. Kochers were placed times five. We pulled up anteriorly and the scar was truncated with electrocautery, sent off for pathology analysis. We then carefully made an incision in the fat. Using two hands to pull right and left carefully dissecting all the way down to the hernia sacs. I chose to enter the abdomen more superiorly just underneath the xiphoid here as the hernia sacs did not come up this high. He had four different incarcerated ventral hernias seen preoperatively on CT examination and on physical examination. Carefully here, but getting all the way down, we carefully came over the fascia. The fascia was scored with electrocautery. There was a structure directly underneath. I was carefully dissecting around this and I entered what appeared to be either a small viscus structure or an area of adhesions that were dense and slightly darker in color. This area bled minimally. I carefully fulgurated on either side. I was not sure if this was bowel or another organ. At this point it was packed off from the area with a ray-tec. I took the rest of the incision all the way down to the umbilicus. Carefully with right angle dissection and electrocautery, getting around three different discrete hernia sacs, carefully took the sacs off with electrocautery. Right angle dissection, carefully getting around it, putting kochers in the fascia as we walked down cranial to caudad. Getting to the umbilicus I could feel underneath now that I was in the abdomen. I dissected right and left side for an additional hour with electrocautery, right angle dissection to get into the abdomen proper, take down adhesions in the omentum. This was done partly with a ligasure and some with cautery where thin. Able to preserve this omentum to keep this down off the anterior abdominal wall where it was entirely fused for the entire underside of his anterior abdominal wall where his previous incision had been, right and left side for at least 10 inches either direction. I then felt underneath as in the abdomen proper, inferiorly at the umbilicus, and there was a hernia defect here and fascia had retracted inferiorly. We carefully made a skin incision with the 15 blade around here, electrocautery carried the dissection deep from the fat to the fascia. The fascia was taken with electrocautery. We carefully got down and made a preperitoneal plane to pull this area down and away because we were running down towards bladder. This was separated to right and left side, leaving the preperitoneal space un-violated. I was able to see and identify fascia and get around this anterior and posterior as well to be able to sew. I took down adhesions on the left side for an additional 45 minutes with electrocautery, ligasure, and right angle dissection. Carefully now I had everything in the abdomen. The colon was identified, transverse colon right and left looked at. Adhesions were taken down between loops of small bowel that appeared to be nonobstructing, however were thick and fibrous, could cause bowel obstructions. These were done with scissors meticulously during this 45 minute left side of the abdomen lysis of adhesions carefully. I was happy there were no obstructing lesions and the colon was uninjured. The structure at the top was more encircled. Carefully getting around here, pulling up to the posterior abdominal wall fascia, it was clear this was the liver. I dissected around this, carefully got around both the right and left side. Took this area to come up and it decapsulated a portion of the liver that about the size of a quarter. Put bovie up at a setting of 70 and spray-fulgurated this area, there was no additional bleeding. I held pressure here, there was no evidence of bleeding. We fulgurate with settings of 70 and sprayed again. Cautery was turned back to 35 for the rest of the case. I then went ahead and made flaps on the right and left sides carefully using large kraske rakes and four kochers on either side, taking the fascia, pulling towards me and my assistant pulling anterior, dissecting at least 10 cm circumferentially around the fascia right and left side, anteriorly from the subcutaneous tissues to make these flaps. At the underside we were already free. Carefully then we brought the 20 x 30 gore-tex mesh up, sized it, put stitches at the 3, 12, and 6 o¿clock positions, horizontal mattress fashion, with two fisher retractions retaining the viscera underneath. Carefully had dissected underneath to make this amenable. We [sic] ahead and put these through and pulled up anteriorly. I then put five in each quadrant, left upper outer and lower quadrants as well, all under direct vision. I then did the superior most portion, right and left sides as it did not come together as the fascia was taken near the xiphoid. I did the patient¿s right side in a similar fashion, starting with an incision at 9 o¿clock and putting five in each quadrant above and below. All these sutures were placed, pulled anteriorly. I could feel underneath with the finger in three different areas to add a suture to be able to be afford these were tied, put in under direct vision with assistance of a small malleable, put through the mesh and then back through, and then checking to make sure nothing was caught in the mesh, of which there was none. I then pulled these all up individually, tied, tagged, and trimmed. Carefully there was no undue tension. This was nicely coapting this area. Then a running #1 prolene above and below in the fascia. Brought this together minus a little piece in the middle that had to be sewn transversely to each other to completely cover the fascia and scar tissue over the top of the mesh. We then put a 19 mm drain on either side, out inferiorly with 3-0 nylon in the skin. We irrigated subcutaneous and the mesh prior to closing the fascia with bacitracin solution. The mesh had been soaked in bacitracin prior to implantation. It did not contact skin at any point. A betadine drip was kept on the skin the entire time the mesh was exposed. We carefully then irrigated the subcutaneous flaps and bovie electrocauterized any small bleeders. Numerous interrupted 2-0 vicryl was used to close the subcutaneous tissue and then many staples were put in for skin. Binder was put on before he was taken to the pacu and before he was extubated the binder was wrapped tight. Foley catheter had been inserted at the beginning of the case. Ng tube had been placed intraoperatively by anesthesia, left in place on completion. Mesh inserted was gore-tex, 20cm x 30cm, as mentioned above. Difficulty modifier for extreme length of dissection, lysis of adhesions that had to be done over 2 hours and 20 minutes of this case prior to implantation of the mesh, his large body habitus/size, making the difficulty of this operation and degree of repair extremely complex, including the repair of the liver laceration.¿ (B)(6) 2008: (B)(6). Implant record. ¿grft mesh dual 20cm x 30cm x 1 mm.¿ site: ¿abdomen.¿ cat #: ¿1dlmc07.¿ lot #: not provided. Size: ¿20cm x 30cm x 1mm.¿ expiration date: not provided. Manufacturer: ¿w l gore & associates inc.¿ number used: ¿1 .¿ pathology: not provided. Revision preoperative complaints: (B)(6) 2008: (B)(6). (B)(6), md. Preoperative diagnosis: fluid draining wound of previous ventral hernia with mesh, with re-imbrication of fascia over the top. Revision procedure: incision and debridement of muscle, subcutaneous tissue. Irrigation with cefazolin impregnated saline. Exposure of mesh noted. Open packing. Revision date: (B)(6) 2008 [hospitalization dates (B)(6) 2008] (B)(6) 2008: (B)(6). (B)(6), md. Operative report. Assistant: (B)(6), md. Postoperative diagnosis: large seroma with breakdown of muscle tissue anterior to mesh. Anesthesia: general. Wound classification: clean. Procedure: ¿after excellent endotracheal anesthesia, the patient was prepped and draped with both arms out and padded. Preoperative pause, site localization was done. He had been marked preoperatively by me. We scrubbed and prepped and paint with betadine was used carefully then. Because of his worsening clinical progress, despite being on antibiotics, and the worsening of fluid coming from the anterior abdominal area, overlying the area of his previous hernia repair, we elected to proceed with exploration here and drainage of the fluid collections with known risk factors of mesh infection and evisceration. We went ahead and opened this up carefully with a tonsil, directly through the thinning skin that was becoming partially ischemic over the part at the midline ventral hernia repair in question. In doing so fluid was extirpated, we carefully sucked this up through two different areas for culture, sensitivity and gram stain. We went ahead then and opened the rest up with electrocautery, right and left sides here, pulling and discarding for culture this small skin ischemic tract that was here. We irrigated, the effluent was very clean. It was clear that there was nonhealing subcutaneous tissue underneath here and fibrinous exudate underneath here that was carefully debrided with pickups and electrocautery. We were then looking at a structure that looked to be more whitish in nature. Carefully after irrigation and suction-aspiration, it was clear this was the dual mesh that was in place. The muscles that had been previously closed over the top, with his weight gain and nonhealing, these had split and the mesh was exposed. It did not appear grossly infected. The fluid was emanating from the subcutaneous tissues around this. We irrigated more with cefazolin impregnated saline. I then packed this, with a finger on top of the mesh sterilely going around it, breaking up all loculations. There was no evidence of reherniation. There was no evidence of overt infection of the mesh. We packed this with 6-inch kerlix, ancef and saline soaked, and then dry dressings over the top. He was taken to the pacu in stable condition. Type of wound was clean, with exposure of the mesh. Packing was done. Antibiotics with ancef 1 gram IV had been given preoperatively.¿ pathology: not provided. Explant preoperative complaints: (B)(6)2009: (B)(6). (B)(6), md. Indications: ¿the patient is a 34-year-old male who had a prior ventral incisional hernia repair with gore dualmesh. This got infected, developed multiple fluid collections, suprafascial and subfascial, from the mesh. These were cultured and positive for staphylococcus. He has been undergoing percutaneous drainage, pain management and been on a very low-calorie diet weight loss program to facilitate diminishing his risk of perioperative complications prior to repair. He has successfully accomplished loss of 40% of his excess body weight and is now undergoing definitive management with mesh removal, debridement of abdominal wall, myofascial cutaneous release and adjacent tissue transfer, acellular xenograft closure of ventral incisional hernia.¿ explant procedure: 1) exploratory laparotomy. 2) removal of infected prosthetic mesh from abdominal wall. 3) debridement of full thickness abdominal wall fascia and muscle. 4) adjacent tissue transfer of over 300 sq cm. 5) myofascial cutaneous release advancement flaps over 300 sq cm. 6) repair of recurrent ventral incisional hernia. 7) application of underlay acellular xenograft over greater than 320 cm. Explant date: (B)(6) 2009 [hospitalization dates (B)(6) 2009] (B)(6) 2009: (B)(6).(B)(6), md. Operative report. Assistant: (B)(6), pa-c. Preoperative diagnosis: status post repair of ventral incisional hernia with gore dualmesh, now with infected mesh. Postoperative diagnosis: status post repair of ventral incisional hernia with gore dualmesh, now with infected mesh. Anesthesia: general. Estimated blood loss: minimal. Wound classification: not provided. Procedure: ¿the patient was placed in the supine manner on the operating table, and under adequate general anesthesia his abdomen was sterilely prepped and draped with betadine scrub and prep and alcohol paint. The drains were removed preoperatively. Foley catheter had been placed. Ioban dressing was used. An elliptical incision was made from the xiphoid process encompassing the area of the prior vac wound down to beneath his umbilicus. Dissection was carried down through subcutaneous tissue. The anterior aspect superiorly of where the gore mesh was present was identified. Flaps initially raised, full thickness skin and subcutaneous fat, off of the mesh and we entered the abdominal cavity at the superior end of the prior repair. We were then able to use the pseudocapsule to dissect free from the undersurface of the mesh and then bivalve with a pair of mayo scissors down the midline until the inferior border of the mesh was identified. At this juncture the mesh was peeled off from the undersurface of the fascia and then the anchoring sutures of 0 prolene were removed and both hemi-components of the mesh were removed from the right and left sides and removing all foreign bodies of prolene suture material. This material was then sent for pathologic exam. At this point, lysis of adhesions was performed to completely free up all the adhesions from the undersurface of the abdominal wall. We were fortunate that the pseudocapsule that had the infected material was adherent to the omentum and not to bowel, and this was able to removed [sic]. We removed all foci of infection from the abdominal cavity. With this then accomplished, in order to approximate healthy abdominal wall fascia for an underlay, a component release was felt to be necessary. Adjacent tissue transfer was performed over 300 sq cm both to the right and left, preserving all perforating vessels in order to avoid any type of flap ischemia. This was done out to the anterior axillary line. At this point, the lateral border of the rectus as it joined the external oblique, fascia was identified and a myofascial component release was performed from the costal margin down to iliac crest on each side, releasing the rectus medially over 300 sq cm bilaterally in order to approximate the midline tissue to have complete coverage of the xenograft to be used in the repair. The medial edges of the necrotic and necrotizing fascia were debrided full thickness, fascia into abdominal wall musculature, until we had healthy identifiable tissue that would be an excellent vascular source for the revascularization of the xenograft underlay. With the debridement complete, a 20 x 16 piece of acellular xenograft was placed in subfascial orientation. It was angulated in order to accommodate the full length of the incision and secured at the 12 and 6 o¿clock positions with 4 cm overlap with interrupted #1 prolene horizontal mattress sutures. The xenograft was then trimmed for a 5-6 cm overlap and with appropriate tension the underlay was placed to eliminate all tension of the midline native fascia with interrupted #1 prolene horizontal mattress sutures around the entire perimeter of the defect to be repaired. With the underlay then in place, through an independent stab wound, a 15 channel drain was paced on top of the xenograft and then the native abdominal wall fascia was closed overlying this so that there was excellent tissue as a vascular source for the revascularization with xenograft. This was accomplished with interrupted #1 prolene sutures. Each layer was thoroughly irrigated with antibiotic solution on the way out. The subcutaneous layers and adjacent tissue transfer flaps were thoroughly irrigated. Through two independent stab wounds #10 jackson-pratt drains were placed and secured with 3-0 nylon sutures. The subcutaneous layer was then closed with interrupted 2-0 vicryl sutures after irrigating thoroughly the subcutaneous layer. The skin was closed with skin clips. Dry sterile dressings were applied. Antibiotics had been administered preoperatively. The patient tolerated the procedure well. Sponge, needle, and instrument counts were correct. The estimated blood loss was minimal. The patient was transferred to the pacu and vital signs stable.¿ pathology: not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2008, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, dense adhesions, infection, tissue transfer. Additional event specific information was not provided.